Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a peeling downstream occlusion (dso) seal as well as a defective dso sensor. The customer's problem was replicated, and the cause of the problem was the defective dso sensor/damaged dso seal. The dso seal and sensor were replaced to fix the issue.

Event description:
It was reported that the device displayed: ¿cassette not attached properly. Reattach cassette¿ when the latch is closed and no cassette fitted. There was no patient involvement or harm.